Event description:
It was reported by svc report that the head rails were stuck in full height and the foot was stuck in mid height. There was also a missing ground pin from the power cord. No pt involvement or adverse consequences are reported.